Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information: the angioedema appeared 6-8 weeks after the injection. The event was not considered to be a life threatening injury or illness. Treatment was not required to prevent permanent damage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of intermittent mild swelling and angioedema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the lips. Six weeks after the injection, the patient developed lip swelling. Patient self medicated with antihistamines. The swelling was intermittent that persisted once every 15-30 days and settled after taking antihistamines. Patient had a total of 4 episodes of which 3 were mild and 1 looked more like angioedema. Patient has not reported anything else since 3 weeks after their last episode.